Event description:
It was reported that this device had a battery depletion error after the patient received a shock for ventricular fibrillation. The subcutaneous system was explanted and replaced with a dual chamber transvenous system. The subcutaneous system had been implanted greater than seven years. There were no additional adverse patient effects.

Event description:
This supplemental report is being filed to provide additional information that the product was initially left implanted (but the therapy was programmed off) when the transvenous system was placed. The subcutaneous system has now been explanted. There were no additional adverse patient effects. It was reported that this device had a battery depletion error after the patient received a shock for ventricular fibrillation. The subcutaneous system was explanted and replaced with a dual chamber transvenous system. The subcutaneous system had been implanted greater than seven years. There were no additional adverse patient effects.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued an advisory communication in (B)(6) 2019 regarding a subset of emblem devices that has an elevated potential of exhibiting this behavior; the population of devices that may be impacted was expanded in (B)(6) 2020. This particular device is included in the emblem s-ICD accelerated depletion advisory population.

Event description:
This supplemental report is being filed to provide additional information regarding product analysis. This supplemental report is being filed to provide additional information that the product was initially left implanted (but the therapy was programmed off) when the transvenous system was placed. The subcutaneous system has now been explanted. There were no additional adverse patient effects. It was reported that this device had a battery depletion error after the patient received a shock for ventricular fibrillation. The subcutaneous system was explanted and replaced with a dual chamber transvenous system. The subcutaneous system had been implanted greater than seven years. There were no additional adverse patient effects.